Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. A functional test was performed, and the test showed that the device was out of specification.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.new information added to the following fields: h3, h4 and h6.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material (simethicone) in the air/water channel and air/water cylinder occurred because the foreign material may have been unremoved because the device was not reprocessed properly due to leakage from the biopsy channel.the event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection.instructions for use states the preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).olympus will continue to monitor field performance for this device.